Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information from the customer and the legal manufacturer's final investigation. Additional customer information received which concluded the video cable was not properly connected to the monitor. Video cable was installed correctly and no longer had the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image during installation occurred due to improper video cable hookup. No device malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during installation there was no image on the video processor. There was no patient involvement reported.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit will be returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.